Manufacturer narrative:
Insulin pump passed the self test and the displacement test. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed software error detected and due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had software error detected. The customer¿s blood glucose was 261 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.